Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed their right atrial (ra) lead was over-sensing noise causing inappropriate mode switching. The patient was asymptomatic. No changes were made.